Event description:
It was reported by the customer when the product was taken out of the box it appears there is a packaging problem with the pouch seal being open. This was identified prior to use with no adverse patient effect associated with this event.